Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 404 mg/dl back to back with a result 111 mg/dl on the aviva system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated she self-treated by drinking juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.